Event description:
This lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2011 states that patient was in clinic yesterday and has been being seen intermittently since upgrade for pocket issues (rep did not know what these issues were). Yesterday patient had huge hemotoma, lots of dried blood. Md is dr. (B)(6), though he didn't do upgrade because he was on vacation and his partner did case. Md stated that it looked like the infection had gone into underlying tissue and was not sure if he wanted to go in. Md called cv surgeon for advice. They decided to do cultures and possibly remove entire system if cultures come back positive. They did nothing yesterday about hemotoma. Rep saw patient in cath lab of (B)(6) last night. They are currently waiting on cultures to come back, and they may explant entire system if cultures are positive. Rep doesn't know plan b if cultures come back negative. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).